Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer experienced hyperglycemia. The customer reported that insulin pump was not working. The customer had a high blood glucose of 390 mg/dl at the time of the event. The customer changed the tubing. Troubleshooting was performed and it was found that the insulin pump was worn during a medical procedure/test done during or near an MRI machine or pump was exposed to strong magnet. Customer perform displacement test and pump could not successfully complete all steps in displacement verification table. Pump failed displacement test. No harm requiring medical intervention was reported. The customer will discontinue the use of the device. The product will be returned for analysis.

Manufacturer narrative:
Pump passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, active current measurement, self-test and dat at 0.0872 inches. However, unit received with high sleep current. Successfully uploaded to carelink and generated reports. Possible under delivery anomaly was not found during testing or in the pump history. In further full review of the pump history on the event date of oct 30, 2023 bolus delivered of 2.5u at 00:47:37.000, 0.125u at 01:59:03.000, 0.075u at 02:59:01.000, 0.125u at 03:59:03.000, 0.125u at 04:59:03.000, 0.025u at 05:59:00.000, 06:59:00.000 at .025u, 20:26:44.000 at 2.2u. Pump¿s history and trace files downloaded successfully using thump software. Pump was cut open to perform visual inspection and found no evidence of moisture damage¿on the electronic assembly, motor, or force sensor. Swapped pcba 2 board with a test board and sleep current measurement passed. Test p-cap / reservoir locks properly into place. The following were noted during visual inspection: pillowing keypad overlay and cracked keypad overlay. Device test failed was confirmed due to high sleep current. Unable to verify exposure to magnetic field. Possible under delivery anomaly were not confirmed. Unexpected battery power loss was confirmed due to high sleep current. Problem isolated to pcba 2. Unable to verify customer alleged for high bgs. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.